Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a sudden drop in the estimated battery longevity from 60 to 16 percent over the course of three months. Data analysis confirmed the battery voltage was lower than expected and device replacement was recommended. This device was explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a sudden drop in the estimated battery longevity from 60 to 16 percent over the course of three months. Data analysis confirmed the battery voltage was lower than expected and device replacement was recommended. This device remains in service no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a sudden drop in the estimated battery longevity from 60 to 16 percent over the course of three months. Data analysis confirmed the battery voltage was lower than expected and device replacement was recommended. This device was explanted and expected to be returned for analysis. No additional adverse patient effects were reported.